Manufacturer narrative:
Final analysis found that the insulation was crushed at 19.0 - 22.0 cm from the connector pin. The inner and outer coils were crushed and both insulations were damaged and separated in this location. The damage found contributed to the complaints reported in the field.

Event description:
New information notes that the patient presented to the emergency room after shoveling dirt on (B)(4) 2016, there were complaints on his atrial lead. The physician decided to explanted and replaced the ventricular lead on (B)(4) 2016 without difficulty. The patient was asymptomatic during the procedure and was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with the lead exhibiting intermittent noise and low impedance. The lead was also crushed. The patient's anatomy at the clavicle was too hard on the lead. The lead remained implanted. The patient would be followed-up to reprogram the device. No other patient symptoms were reported.